Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: five-year outcomes after surgical versus transcatheter aortic valve replacement with new generation devices from the prospective observant studies b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "five-year outcomes after surgical versus transcatheter aortic valve replacement with new generation devices from the prospective observant studies", was reviewed. This research article is a prospective multicenter experience to evaluate the five-year outcome of newer generation transcatheter aortic valve repair (tavr) devices compared to surgical aortic valve replacement (savr). The devices included in this study were acurate l, acurate m, acurate s, engager 23mm, engager 26mm, evolut pro 23mm, evolut pro 26mm, evolut pro 29mm, evolut r 23mm, evolut r 26mm, evolut r 29mm, evolut r 34mm, lotus 23mm, lotus 25mm, lotus 27mm, lotus 29mm, portico 23mm, portico 25mm, portico 27mm, portico 29mm, sapien 3 20mm, sapien 3 23mm, sapien 3 26mm, sapien 3 29mm, and unknown devices. The article concluded that despite the benefits in terms of early major postoperative adverse events, tavr employing new generation devices was associated with significantly poorer five-year survival compared to savr. [The primary and corresponding author was stefano rosato, national centre for global health, istituto superiore di sanità, via giano della bella 34, 00161 rome, italy, with corresponding e-mail: stefano.rosato@iss.it.] This study included patients with severe aortic stenosis who underwent savr or tavr with or without coronary revascularization from 01 january 2010 to 31 december 2012. A total of 2016 patients were included in the study, of which 1008 received a tav, in which 7.4% (75) received an abbott device. The average age of the surgical aortic valve repair (savr) group was 79.3 years. The average age of the transcatheter aortic valve repair (tavr) was 79.5 years. The majority gender was female. Comorbidities included pulmonary disease, diabetes, neurological or motoric dysfunction, liver chirrosis, pulmonary hypertension, active malignancy, heart failure, mitral regurgitation, and prior aortoiliac revascularization, coronary artery bypass graft, and percutaneous coronary intervention.

Event description:
The article, "five-year outcomes after surgical versus transcatheter aortic valve replacement with new generation devices from the prospective observant studies", was reviewed. This research article is a prospective multicenter experience to evaluate the five-year outcome of newer generation transcatheter aortic valve repair (tavr) devices compared to surgical aortic valve replacement (savr). The devices included in this study were acurate l, acurate m, acurate s, engager 23mm, engager 26mm, evolut pro 23mm, evolut pro 26mm, evolut pro 29mm, evolut r 23mm, evolut r 26mm, evolut r 29mm, evolut r 34mm, lotus 23mm, lotus 25mm, lotus 27mm, lotus 29mm, portico 23mm, portico 25mm, portico 27mm, portico 29mm, sapien 3 20mm, sapien 3 23mm, sapien 3 26mm, sapien 3 29mm, and unknown devices. The article concluded that despite the benefits in terms of early major postoperative adverse events, tavr employing new generation devices was associated with significantly poorer five-year survival compared to savr. [The primary and corresponding author was stefano rosato, national centre for global health, istituto superiore di sanità, via giano della bella 34, 00161 rome, italy, with corresponding e-mail: stefano.rosato@iss.it.] This study included patients with severe aortic stenosis who underwent savr or tavr with or without coronary revascularization from 01 january 2010 to 31 december 2012. A total of 2016 patients were included in the study, of which 1008 received a tav, in which 7.4% (75) received an abbott device. The average age of the surgical aortic valve repair (savr) group was 79.3 years. The average age of the transcatheter aortic valve repair (tavr) was 79.5 years. The majority gender was female. Comorbidities included pulmonary disease, diabetes, neurological or motoric dysfunction, liver chirrosis, pulmonary hypertension, active malignancy, heart failure, mitral regurgitation, and prior aortoiliac revascularization, coronary artery bypass graft, and percutaneous coronary intervention.

Manufacturer narrative:
Summarized patient outcomes/complications of portico were reported in a research article in a subject population with multiple co-morbidities including pulmonary disease, diabetes, neurological or motoric dysfunction, liver chirrosis, pulmonary hypertension, active malignancy, heart failure, mitral regurgitation, and prior aortoiliac revascularization, coronary artery bypass graft, and percutaneous coronary intervention. Complications reported included stroke, myocardial infarction, heart failure, unexpected medical intervention, surgical intervention (permanent pacemaker), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: five-year outcomes after surgical versus transcatheter aortic valve replacement with new generation devices from the prospective observant studies. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.